Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarm unexpected restart and external ram crc error. Customer's blood glucose at time of incident was unknown. The customer stated alarm occurred shortly after inserting a new battery. The customer was advised to perform self-test and passed. Customer was advised monitor pump. The customer reported via phone call that insulin pump alarm off no power. Customer's blood glucose was unknown. Customer was advised to insert new aaa alkaline battery and monitor pump. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer stated the keypad didn't work when he was trying to bolus. The customer stated he doesn't recall any significant event leading to the issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was monitored for several days. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents. The pump passed the self test, unexpected restart tests and off no power tests. No unexpected off no power alarms were noted. No unexpected low battery anomalies were noted. The pump was received with intermittent button response due to corroded keypad traces. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.